Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that tandem mobi pump shut down and reset unexpectedly, and customer¿s blood glucose reading showed ¿high,¿ although specific value was not known. Customer did not take any corrective action before calling, did not require help from another provider, and successfully turned pump back on with battery above 20 percent; technical support educated customer that insulin on board and maximum hourly bolus were reset to zero, advised that sensor session must be restarted and cartridge reloaded after shutdown, reviewed battery best practices, and customer resumed insulin delivery and was instructed to monitor system and call back if issue continued.